Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips a touched position was observed to be out of alignment during periodic maintenance. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Although touch screen calibration was performed, the phenomenon was not resolved. The touchscreen was replaced, and the phenomenon was resolved. No other anomaly was observed. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen issue was found by a philips technician while performing the test 3: controls test during the performance verification test (pvt). This means that the technician was able to perform other tests prior to discovering this failure. Based on this information, the reported issue is no longer reportable.